Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The bellows and flow sensors were replaced by the site anesthesia technician which resolved the issue. The bellows and flow sensors were replaced by the site anesthesia technician, which resolved the issue.

Event description:
The hospital reported an error, which could cause a loss of mechanical ventilation. There was no report of patient involvement.